Event description:
Healthcare professional reported right side rupture. It has been determined that the device associated with this complaint is not PMA approved. This record is no longer reportable to FDA and will be un-reported. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3, b5, d1, d2, d4, d6(a), d6(b), g4, h4.

Event description:
Healthcare professional reported right side rupture via ultrasound and confirmed during explant surgery. The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.